Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the peeling of connecting tube was attributed to degradation; however, a definitive root cause could not be established. The observed foreign material could not be identified and the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope exhibited part of the connecting tube fallen off, the control body grip was sticky, and there was liquid dripping from the light guide bundle. There were no reports of patient involvement.